Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the helix of the lead was extrinsically compressed. It was noted that the helix of the lead was extrinsically bent and visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead was attempted and not used because the helix was blocked. Another lead was successfully implanted. No patient complications have been reported as a result of this event.